Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator power supply's fan is making a loud hissing sound. While replacing pm kit, found black dust on bottom of the (filter outlet in-line,. 3micron). Indicate bushings are burning out inside the compressor and unit continued to auto cycle. Issue occurred during preventive maintenance.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the reported failure(s) the gde (gas delivery engine) underwent volume testing and was found to be passing on all counts. Est (extended system test) test were performed, unit is passing all 3 portions of test. Compressor test was found to be passing with no issues. The reported noise from power supply is determined to not be a gde (gas delivery engine) related issue."